Manufacturer narrative:
H3, h6: the device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, per complaint details, approximately three weeks post total hip replacement the patient had a revision surgery in which the head was exchanged. As of the date of this medical investigation, the requested clinical documentation has not been provided for evaluation. It is noted in via e-mail correspondence within the attachments that no additional information is available. Therefore, there were no clinical factors found which would have contributed to the reported event. The patient impact beyond the revision surgery cannot be determined. No further clinical assessment can be rendered at this time. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history revealed a similar event for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the instructions for use documents for total hip system revealed that dislocation has been identified in warnings and precautions, that may result from improper selection of the neck length and cup, stem positioning, muscle looseness and/or malpositioning of components. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include traumatic injury, patient anatomy, postoperative care or abnormal loading of limb. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, after a thr had been performed on (B)(6) 2023, the patient experienced a dislocation. A revision surgery was performed on (B)(6) 2023 to exchange one (1) cocr 12/14 fem head 28 +0 to a +8mm. Patient's current health status is unknow.

Manufacturer narrative:
Internal complaint reference: (B)(4).